Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detached fell into the patient.

Event description:
It was reported to boston scientific corporation that rx locking/biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary for the treatment of stones on (B)(6) 2024. During the procedure, the sponge fell out of the cap and fell into the patient. The foam piece was retrieved using forceps. The procedure was complete with another of the same device. There were no reported patient complications as a result of this event.